Manufacturer narrative:
Analysis: the info required to investigate the source of the reported transfusion reaction was not forthcoming from the health care facility. While the symptom was one known to occur in some immediate generalized reactions to platelet transfusions, the lack of additional data did not allow the firm to reach a more conclusive analysis. The cause of the reaction, and the relationship of the device to the reaction remains indeterminate.

Event description:
A pt being transfused through the device developed severe and sudden hypotension. The transfusion was stopped and reported to the blood bank. The blood bank supv advised that as many as 15 other episodes had taken place in the last couple of months.